Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the device was being used as part of a training program and not attached to a patient, the pump went off and a motor disconnected, system alert, and flow signal interrupted alarm displayed on the monitor. As it was not attached to a patient, troubleshooting was performed. All the equipment was turned off, the pump head was taken out of the motor and placed back in again, and all the connections were checked to make sure they were secure. The equipment was switched back on and the same alarms sounded. Related MFR report number: 3003306248-2021-05715.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of s3, m2, and f2 alarms was confirmed via a log file extracted from the returned centrimag console during testing. Multiple s3: system fault alarms, correlating to multiple m2: motor disconnected and f2: flow signal interrupted alarms were observed throughout the data, occurring on 02sep2021 at 7:35 and 20:15, 03sep2021 at 7:24 and 20:44, 04sep2021 at 8:01, and on 12oct2021 at 14:25, 14:26, 14:28, and 15:05. Each alarm appeared to have activated either shortly after the system was powered on, or after the previous alarm on the same day had been cleared. The system was not observed to have been in patient use during these events. No other notable events were observed. The returned centrimag motor was received at the european distribution center. The motor was functionally tested and was found to perform as intended, and atypical alarms were unable to be reproduced throughout all testing. Preventive maintenance was performed, and the serviced and tested motor was returned to the customer site after passing all tests per procedure. The cause of the observed f2 alarms was determined to have been an issue with the returned flow probe; however, the root cause of the observed s3 and m2 alarms was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 8. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 10.1 entitled "appendix I-2nd generation centrimag primary console alarms and alerts" contains a list of console alarms and alerts, including s3, m2, and f2 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.